Event description:
It was reported by the olympus representative, it was suspected the airway mobilescope had an air leak. No patient harm reported. During the evaluation of the device, it was noted the coating of the insertion tube cover was peeled off due to deterioration. This report is to capture the reportable malfunction of the coating of the insertion tube cover was peeled off due to deterioration noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to holes in the bending section cover caused by external factors. The bending angle was insufficient due to the elongation of the angle wire. There were stains on the image guide bundle due to external factors. The bending section cover adhesive was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 22-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended to the user to inspect prior to use and on a regular basis continuously. It is recommended to the user to instruct the method of handling and usage environment and so on. Olympus will continue to monitor field performance for this device.